Event description:
The baxter service technician reported an infusion pump with failure code 7, found during service. The hospital representative's stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.